Manufacturer narrative:
The iom coordinator called to report that when the following error message "failed to start the main unit. Code: $e01" is displayed, the dc-200 main unit which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable. The event logs will be sent to nihon kohden for evaluation. The unit was in use on patients at the time, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The iom coordinator called to report that when the following error message "failed to start the main unit. Code: $e01" is displayed, the dc-200 main unit which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable.

Manufacturer narrative:
The customer reported that an error message occurs and the unit reboots. The dc-200b main unit has disconnected from the pc again in the middle of acquisition in the or. The pc and the main unit, the dc-200, which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable. The event logs have been sent to nihon kohden for evaluation. The unit was in use on patients at the time, but no patient harm was reported. Upon completion of the evaluation done by nkc, it was determined that when they inserted and removed the general-purpose network connection to lan part on the pc mother board during inspection, communication with the main unit lost contact in rare cases and the phenomenon of automatic reboot was confirmed. Per this evaluation, nkc states that this cause of phenomenon is not due to designing but due to individual defect of the pc or lan card.